Event description:
61 year old male brought into emergency department; coded and revived. Pt placed on bird respirator, noted to be without respirations. Bird discontinued and pt bagged by hand for ventilation. Non-responsive, no pulse, no bp, coded, expired.